Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within specification. Add'l catalog# 5009d3;add'l lot# s0805030; exp date: 08/01/2010; device manufacturer date:08/2005

Event description:
Removal of dental implant. The clinician reported the implants were removed the same day because of patient bone quality.